Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and rebooted. A review of the downloaded data log found "shutdown receiver" errors related to the customer complaint. Receiver functional testing was performed and passed. The receiver case was opened for further evaluation. Trouble shooting for the receiver battery was performed and confirmed the battery ic chip was damaged/ cracked. The reported event of receiver ceased to function was confirmed. The root cause was determined to be a defective receiver battery, damaged battery ic chip.